Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 150 (mg/dl). During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. Subsequently, the customer received a minimum fill message while reloading the cartridge onto the pump. The customer was uncertain as to how much insulin was in the cartridge. The contact reported additional insulin would be added to the existing cartridge, and declined further assistance from tandem technical support.